Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and undersensing of atrial fibrillation (af) on the right atrial (ra) lead . Additionally, impedance measurements were noted to fluctuate between 550-700 ohms. Boston scientific technical services (ts) discussed this ICD has reached the explant indicator, therefore, it was recommended to evaluate this lead during the replacement procedure. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The baseline testing completed on the device found no abnormal conditions. All testing that was completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and undersensing of atrial fibrillation (af) on the right atrial (ra) lead . Additionally, impedance measurements were noted to fluctuate between 550-700 ohms. Boston scientific technical services (ts) discussed this ICD has reached the explant indicator, therefore, it was recommended to evaluate this lead during the replacement procedure. No adverse patient effects were reported. At this time, this device remains in service. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.